Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: during a recent use, after inserting the catheter into a newborn¿s vein and pressing the white activation button, the needle failed to retract into the safety shield as intended. The spring-activated retraction system did not function properly. Upon further inspection, I tested multiple catheters from the same batch. While not all exhibited this issue, a significant number showed similar malfunctions where the needle did not retract as designed. This is particularly concerning given the critical importance of reliable venous access in neonatal care. (B)(6) 2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. This caused the following complications: loss of vein access, formation of a thrombus: the stylet remaining in place contributed to vein thrombosis. Plastic catheter part stuck: the catheter's plastic component was difficult to manage in the newborn's vein and potential risk of needlestick injuries to healthcare providers.

Manufacturer narrative:
Additional information of fa number.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Please see attached customer notification urgent: medical device recall (removal) mds-25-5274 - bd insyte¿ autoguard¿ and please take the actions as identified in the notification. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.